Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the acetabular shell and acetabular liner a review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. For the femoral head a review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the stem a review of complaint history revealed a similar event for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed in warnings and precautions that congenital deformities, improper implant selections, improper broaching or reaming, osteoporosis, bone defects due to misdirected reaming, traumas, strenuous activities, improper implant alignments or placements, patient non-compliances, etc. Can increase risks of femoral or pelvic fractures and have been identified as potential complications. A review of the risk management files revealed these failure modes were previously identified. The anticipated risk levels are still adequate. A historical review concluded that there are no prior actions related to these products and events. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported events include patient bone qualities, post-operative patient conditions, and/or surgical techniques. Based on these investigations, the need for corrective actions is not indicated. Should the devices or additional information be received, the complaints will be reopened. No further investigations are warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider these investigations closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tha surgery was performed on (B)(6) 2025, the patient subsequently slipped and fell. This adverse event was treated by a revision surgery on (B)(6) 2025, in which a r3 3 hole ha ctd acet shell 58mm, a r3 0 deg xlpe acet lnr 36mm x 58mm, a polarstem stem lat.ti/ha 9 non-cem and a oxinium fem hd 12/14 36 mm +0 were exchanged. Patient's current health status is unknown.